Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: the complaint was not confirmed regarding pump performance issue. The investigation established the rate change was performed by a user. The pump infused in accordance with the programmed parameters (including the rate change performed by the user). The complaint was confirmed regarding pc tool compatibility - the customer did not use the correct compatible event log viewer. Conclusion: no indication of any pump malfunction was observed in the event log. The pump infused in accordance with the parameters programmed by the user (including the rate change performed by the user). Eitan medical requested the pump to be received for investigation. When received, the pump will be investigated, and the conclusions will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention were reported by the customer.

Manufacturer narrative:
Investigation type: the initial report, submitted on 16-jul-2025, presents the investigation findings based on the event log analysis. Since then, the pump has not been received for investigation despite multiple follow-up attempts made by eitan medical. Investigation findings: the pump has not been received for investigation despite multiple follow-up attempts made by eitan medical. Conclusion: eitan medical has conducted multiple attempts to receive the pump itself, for investigation. However, it was not provided by the customer. If the pump is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention were reported by the customer.